Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise on the pacemaker on the atrial and ventricular port. Patient had been experiencing noise issues from skeletal muscle. No intervention was performed. Patient would be monitored.